Manufacturer narrative:
The investigation of delivery issues and access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding : the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. Delivery issue : the root cause of the delivery issue was most likely use related since there were issues with the angle of the stick which led to multiple issues with prolapsing the wire and complications advancing catheters. The pump was implanted using the left femoral artery successfully.

Event description:
Us complainant reported the patient had an attempted impella cp implant and during the implant, the patient's right femoral artery was accessed and there were issues with the angle of the stick which led to multiple issues with prolapsing the wire and complications advancing catheters. Perclose failed and the pump was explanted and pressure was held. The pump was implanted using the left femoral artery. While prepping the patient for transport in unit, a right femoral hematoma was noted. Manual pressure was held, four units of blood products were given and 3 units of albumin. Support continued.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: access site bleeding: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ delivery issues: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.